Manufacturer narrative:
An event of fatigue, dyspnea and tachycardia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There were no performance issues reported with the abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, 11000 units of heparin was administrated and device was successfully implanted. Five days after the procedure, patient started experiencing palpitations. On (B)(6) 2024, a event monitor was placed due to palpitations. On (B)(6) 2024, patient presented in the emergency department with intermittent pressure in his throat and mid-upper back which worsened when lying down. At times he felt like his "whole body was buzzing," like his heart was flipping, sob, intermittent lightheadedness/dizziness, and a little fatigued and he had some pounding and beating hard in his chest, throat, and back. The patient's apple watch recorded episodes of a heart rate (hr) of 180 for several minutes, then would resolve spontaneously. The event monitor report showed atrial fibrillation with rapid ventricular response (rvr) and at times with intraventricular conduction delays (ivcd), it also showed multiple ventricular tachycardia (3-7 beats), bradycardia as well as premature atrial contractions (pacs) and premature ventricular contractions (pvcs). The patient started with 400mg multaq and xarelto and a follow up was scheduled on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) ((B)(4)). Clinical information: (B)(6), patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, 11000 units of heparin was administrated and device was successfully implanted. Five days after the procedure, patient started experiencing palpitations. On (B)(6) 2024, a event monitor was placed due to palpitations. On (B)(6) 2024, patient presented in the emergency department with intermittent pressure in his throat and mid-upper back which worsened when lying down. At times he felt like his "whole body was buzzing," like his heart was flipping, sob, intermittent lightheadedness/dizziness, and a little fatigued and he had some pounding and beating hard in his chest, throat, and back. The patient's apple watch recorded episodes of a heart rate (hr) of 180 for several minutes, then would resolve spontaneously. The event monitor report showed atrial fibrillation with rapid ventricular response (rvr) and at times with intraventricular conduction delays (ivcd), it also showed multiple ventricular tachycardia (3-7 beats), bradycardia as well as premature atrial contractions (pacs) and premature ventricular contractions (pvcs). The patient started with 400mg multaq and xarelto and a follow up was scheduled on (B)(6) 2024.